Event description:
According to the reporter, during a robotic assisted laparoscopic lymphadenectomy, while trying to inflate the balloon, it would not inflate. The device came with one piece of the trocar broken. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.